Event description:
Patient reported right side 'leaking and ruptured' device. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side 'leaking and ruptured' device. Device has been explanted and replaced with non abbvie device.

Event description:
Patient reported 'both sides are leaking and ruptured, explant necessary.' Healthcare professional confirmed right side rupture. Device has been explanted. Record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported 'both sides are leaking and ruptured, explant necessary.' Device remains implanted. Record relates to the right side.